Event description:
A report was received that the patient was not receiving adequate coverage due to lead position. The patient underwent a revision procedure wherein a lead was added and repositioned. No device malfunction suspected. The patient was doing well postoperatively.